Event description:
Changing out the aline tubing, plugged in the new transducer and there was no waveform and would not zero. My a-line still drew back blood and flush easily. Optimized the scale, disconcerted from monitor and reconnected. A second nurse also attempted at troubleshooting the problem as well. I went and got second transducer and it worked.